Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When ¿the jaws of the device closed but then the device would not open¿ were any troubleshooting steps attempted to open the device? Did the jaws eventually open?

Event description:
It was reported that during a liver resection procedure the device made a crunching sound from the handle as the surgeon was closing the jaws inside of the patient. The surgeon removed the device and tested it outside of the patient. Then, the surgeon was unable open the device. Procedure was completed with another device of the same product code. There were no patient consequences reported.